Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited 62% battery during a device check in (B)(6) 2020. Afterwards, the device was no longer sending any remote transmissions. It was then discovered that the device was dead. On (B)(6) 2020, the device was explanted and replaced successfully. The patient was reported to be in stable condition.